Event description:
The physician observed a screw backing out of the initial implant on films. A revision was determined to be required. A revision surgery was performed on (B) (6) 2010 to remove mosaic implant and replace implant with another MFR's device. The revision case was completed with no further incidences.